Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an error occurring during self test. There was no reported patient involvement.